Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the customer had reported that the smart half height drawer 3.1 on aux had failed. A field service engineer walked the customer through a long reboot process, and the drawer recovered successfully in the app after the customer completed the steps. The system functioned as intended once the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failed and was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.